Manufacturer narrative:
This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA in march 2009. Since the adverse event required catheterization, it was determined to be reportable event. No coaptite lot number was provided; query for most probable lot used will be conducted by the u.s.a. Coaptite distributor, boston scientific corporation.

Event description:
Coaptite post approval study. Patient was injected with 2.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2008. On the same day as the injection, the patient developed urinary retention, which was treated with intermittent catheterization for the next 3 months. The patient's retention was resolved on (B)(6) 2008, during surgery which consisted of partial drainage of the coaptite. Also on (B)(6) 2008, the patient developed a new rectocele, diagnosed during pelvic exam. The patient had surgery on (B)(6) 2008 to correct the prolapse.